Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced blurry vision that is lasting and disabling, significantly interfering with daily activities on the left eye (os) at a 13 day post-operative exam. A brief description from the surgery center indicated the patient was unsatisfied with overall vision due to having headaches and blurry vision. The patient¿s comments were of blurry vision and wanting treating surgeon to reverse surgery to have eye as it was before surgery. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/20 1.25 x -.50 x 155, left eye pre-op 20/20 1.25 x -.50 x 115. Bcva from (B)(6) 2016: right eye post-op 20/25 .50 x .00 x 90, left eye post-op 20/30 -2.00 x .00 x 90.